Event description:
Boston scientific received information that during a routine follow-up, this patient¿s left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture was also observed at 7.5 volts at 0.4 milliseconds. The physician suspected the lv lead might be fractured, although no fracture or damage was seen on x-ray. The device was reprogrammed and lv pacing was turned off and the patient will continue to be monitored. The lv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the lv lead was successfully explanted. A fracture was visually seen near the proximal end of the suture sleeve. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the lead was disposed of at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.